Event description:
It was reported that the atrial lead needed to be repositioned under fluoroscopic guidance at the implant procedure. The lead remains in use. The patient was a participant in the product (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).